Manufacturer narrative:
This was an endovascular treatment (evt) case, and a 10x20mm 80cm powerflex pro percutaneous transluminal angioplasty (pta) catheter was inserted, however; it ruptured within its nominal pressure. There were no reported patient injuries. The powerflex pro was removed from the patient. The device was stored in a cardboard box that was imported with the product. The device was stored in the cath lab for about three weeks. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The balloon catheter was removed easily and intact. The device was not used for chronic total occlusion (cto). The procedure was completed using a non-cordis device. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17366514 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, lesion characteristics (although not provided) and procedural/handling factors most likely contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, this was an endovascular treatment (evt) case and a powerflex pro was inserted, however; it ruptured within its nominal pressure. There were no reported patient injuries. The powerflex pro was removed from the patient. The device was stored in a carboard box that was imported with the product. The device was stored in the cath lab for about three weeks. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The balloon catheter was removed easily and intact. The device was not used for chronic total occlusion (cto). The procedure was completed using a non-cordis device. Additional procedural details were requested but are unknown.